Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue while in service, however, the power board was replaced as a precaution due to the entry of vent ln1 being on the event trace log which indicated that the ventilator shut off without the use of the on/stand by button. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was alarming "reset". While in service, the service technician confirmed the unit reset during an event trace review. This reportable issue was discovered while in service, therefore there was no patient involvement.